Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification setting occurred. On 8/29/2024, the patient reported that she received no alert from dexcom and was not able to see her reading from dexcom before passing out. After she passed out, her grandson called the ambulance. When the ambulance came, they checked her glucose, and it was 23 mg/dl. They gave her glucose and after 15 minutes, she regained consciousness. The patient was feeling better at the time of the call the next day. There was no documentation of further medical evaluation or intervention. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No additional patient or event information is available.